Manufacturer narrative:
On 7-dec-2021, the product investigation was completed as the complaint device was not returned. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve was movable. The seal on the vizigo sheath was moveable per the physician. The physician states this part of the sheath does not usually move when in use. They exchanged the sheath and the issue was resolved. The case continued. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001664 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
T was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve was movable. The seal on the vizigo sheath was moveable per the physician. The physician states this part of the sheath does not usually move when in use. They exchanged the sheath and the issue was resolved. The case continued. Also states the soundstar catheter was not recognized by the ultrasound machine and the swift link connection. They disconnected and reconnected all cables and catheters in the proper sequence and the issue persisted. The cable was exchanged, and the issue persisted. The catheter was exchanged, and the issue was resolved, the case was completed without any further incident. The carto 3 system is working per specs. They are not sure if any errors were displayed, the image was frozen and the probe was not recognized. The physician noted that the hemostatic valve is typically firm and not moveable, while the valve for the sent vizigo was flimsy; thus, the physician requested another for procedure, which they were then satisfied with. The issue was noticed upon prepping the sheath for use in the procedure. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Product was not used on patient. Hemostatic valve separation is MDR-reportable.